Event description:
Reporter indicated that device interrogation at office visit revealed that both the normal mode and magnet mode output currents were set to oma instead of to prescribed parameters (1.75ma and 2.0ma respectively). The pt has reportedly experienced a recent increase in seizure acitvity above pre-vns baseline frequency. The pt does not take any anti-epileptic medications. Treating neurologist indicated that device diagnostic testing had not been performed for approx a year and a half, nor had the device been reprogrammed or interrogated during that time. Neurologist also indicated that their office does interrogate each pt's device as the last step of any programming sessions to confirm proper device settings. The pt's device was reprogrammed to prescribed settings. Investigation to date has been unable to determine the cause of the inadvertent change in device settings, although user error during previous programming session is suspected.

Event description:
Further follow-up revealed that the pt has not experienced any seizures since their device was reprogrammed to prescribed settings after being found to be inadvertently set to 0ma output current. Report remains incomplete because no response has been received to manufacturer's requests for additional information from treating neurologist (via fed-ex x1, via telephone x1, via fax x1).